Manufacturer narrative:
The investigation into the reported aic-purge disc/flag issues has been completed. The device was returned for analysis. Logs from the complaint date revealed that the console issued the purge disc not detected alarm several times. The alarm was triggering and clearing intermittently. The console was tested after arriving in fs. The issue with properly detecting the purge pressure disc was reproduced, and purge flag was confirmed to be broken. The root cause of the issue was a broken purge flag.

Event description:
The user facility reported a 73-year-old female patient with severe mitral regurgitation was implanted with an impella for mechanical circulatory support. It was reported that the automated impella controller (aic) had purge disc alarm, after placing multiple purge cassettes into an aic for use. The console was replaced because of the failure and the issue resolved. There was no patient harm reported.